Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument has returned for evaluation. On the visual of the device, it appeared bloody, and both the slides are in initial position. No other anomalies noted. On the functional evaluation of the device, a drop test was performed with the top slide in locked position, when the device released from the apparatus the device didn¿t self-activated. On further the device prepared to conduct sampling, in which the device able to prime by locking both the slides without any issue. Upon firing the device bottom slide alone fired and top slide remains in the locked position. Upon disassembly, it was noted that the right bumper was found to be not seated in the correct position. Therefore, the reported self-activation has unconfirmed as the device didn¿t self-activated when performing the drop test. However, the investigation is confirmed for failure to fire as the top slide of the didn¿t fire when the device attempt to conduct sampling. A definitive root cause for the alleged self activation and identified failure to fire could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided breast biopsy through normal density tissue, the device allegedly self activated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records could will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during an ultrasound-guided breast biopsy through normal density tissue, the device allegedly self activated. The procedure was completed using another device. There was no reported patient injury.